Manufacturer narrative:
The device passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and dat test at 0.08705 inches. The stop (idle) current and run current measurement tests are within specification. The device also passed self test, off no power alarm test and unexpected restart error test. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. No over/under delivery anomaly noted. The device uploaded properly using carelink. No cosmetic damage noted.

Event description:
The customer and their parent reported via phone call that they customer went to the emergency room due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 53 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The caller stated they believe the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.